Event description:
International customer reported that the tip of the needle broke during surgery. The needle tip is retained. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.